Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; it was found that the power cord could not be connected to the unit, as the inlet at rear was damaged. Additional findings included the following: four (4) suction feet at the bottom had weak suction force, the main chassis and top cover were both rusted, the plastic cap on the power switch and front were torn, the air gauge was very difficult to connect to front due to worn out connector socket and air joint unit, and the metal pump pillar and base of air pump were rusted on the inside. All the reported findings would require repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while the maintenance unit device was turned on, the connector would fall out. The issue occurred during reprocessing, and there was no procedural or patient involvement associated with the event. The device was returned and evaluated, and it was found that the power cord could not be connected to the unit, as the inlet at rear was damaged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken alternating current inlet could not be determined. Olympus will continue to monitor field performance for this device.